Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her one touch ultralink meter read inaccurately high compared to the laboratory. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged inaccuracy began at an unspecified time on (B)(4) 2014. At an unspecified date/time, the patient obtained blood glucose readings of ¿89, 84 mg/dl¿ with the subject meter and ¿26, 35 mg/dl¿ with the laboratory device, performed within 10 minutes of each other. Based on statistical methodology the calculated difference between these glucose results exceed the expected value of less than or equal to 20%. The patient manages her diabetes with an insulin pump and denied taking any action in regards to her normal diabetes management in response to the alleged inaccurate reading(s) obtained with the subject meter. The patient denied developing any symptoms; however, at an unspecified time on (B)(4) 2014, the patient stated she was treated with ¿glucose tablets/glucose gel¿ from a non-hcp. During troubleshooting, the cca confirmed that the subject meter was set to the correct unit of measure setting. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ¿ (08/21/2014). The patient¿s meter has been returned on (B)(4) 2014 and evaluated by lifescan product analysis on (B)(4) 2014 with the following findings: the meter passed all testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.